Manufacturer narrative:
Lot number or product not provided; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Hypocupremia [copper deficiency]. Extensive nerve damage [nerve injury]. Fatigue [fatigue]. Digestive issues [dyspepsia]. Tingling [paraesthesia]. Numbness [hypoaesthesia]. Pain [pain]. Weakness of hands, arms, feet and legs [muscular weakness]. Loss of control feet and legs [loss of control of legs]. Severe and permanent physical injuries [injury]. Loss of control of hands and arms [musculoskeletal disorder]. Case description: an attorney reported that their adult male client , now (B)(6), used fixodent denture adhesive, version unknown cream and/or super poligrip denture adhesive, unspecified total daily uses beginning 1995 to present, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, hypocupremia, extensive nerve damage resulting in fatigue, digestive issues, tingling, numbness, pain, weakness and loss of control of hands, arms, feet, and legs. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.